Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Customer reports having had ongoing loss of connection issue since (B)(6) 2020. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.